Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Discarded.

Event description:
Hospital received damaged case of cement, facility was instructed to dispose of damaged cement as per their local hazardous waste guidelines.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed. Device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a badly damaged shipping box that has severe compressions and black markings throughout and is partially opened underneath. The box has been severely squashed and damaged. The ten pack within the shipper box is torn open and the individual units have been squashed and appear wet, mostly like damage from the broken liquid ampoules. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusion: visual inspection of the photographs provided show badly damaged shipping box that has severe compressions and black markings throughout and is partially opened underneath. The box has been severely squashed and damaged. The ten pack within the shipper box is torn open and the individual units have been squashed and appear wet, mostly like damage from the broken liquid ampoules. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hospital received damaged case of cement, facility was instructed to dispose of damaged cement as per their local hazardous waste guidelines.